Event description:
A company representative contacted baxter (B)(4) regarding a connection issue with a minicap transfer set. The representative stated the transfer set was not able to be tightened during replacement. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with no issues noted. Leak testing was performed with no issues noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. Functionally, the set was hand tightened with a lab titanium adapter with difficulty noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.